Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a possible infection and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient did not get explanted as the physician was able to washout the infection at the pocket site. The infection was not device related and patient was doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had a possible infection and underwent an explant procedure.